Event description:
Event became reportable based on investigation completed on 03/26/2008. It was reported that during an unspecified procedure, a balloon rupture occurred. The lesion was located in the extremely calcified aorta. The balloon was inflated to 20 atms, and subsequently ruptured. The guide catheter and 3.0x10mm ultra2 monorail cutting balloon were removed and the procedure was completed with a different device. No patient injuries or complications were reported. Patient status is listed as "ok." Product analysis revealed a blade/pad lift and blade damage.

Manufacturer narrative:
The device was confirmed as an ultra2 monorail 10/3.00 cutting balloon; the lot number of the device is unknown. The catheter was not returned in its manufactured profile. A 0.015" guide wire was able to be moved freely through the catheter. The balloon was unable to be inflated, due to the size of the hole present on proximal to mid section of the balloon surface. No blade witness marks on indentation marks were noted on the balloon material. It was confirmed that two of the blades/pads were partially lifted from the proximal end of the balloon. It was also noted that the pad ends were detached with both blades. Both of the blades were cracked at their mid sections; however, it was confirmed that no part of the blades were missing. The other blade was adhered to the balloon surface; however, this blade was also bent at its mid section. According to the event description, the device was inflated to 20atm, which is double the rated burst pressure. Inflating the balloon as such would have caused a stretch in the balloon as such would have caused a stretch in the balloon material, resulting in the hole confirmed by the analysis. This stretch in balloon material would have caused damage to the blades, and the hole in the balloon would have affected the balloon refold, causing the blades to lift. The root cause of this event was determined to be user related.